Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused sinus infections in (B)(6) of 2021. The patient did receive medical intervention and reported to have seen a physician and was placed on steroids and antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 medical device problem code was coded incorrectly on the previous report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
Additional information was received on jun 27, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging alleging a bipap device's sound abatement foam became degraded and caused sinus infections. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer disabled the device and preformed an external and internal inspection. The p4 dc jack power connector was observed to have corrosion and unknown type of rust to it, therefore, a known good p4 was used, along with a known good power supply and power cord to confirm the device powers on and provides therapy. Manufacturer during the investigation manufacturer oevidence of liquid ingress was observed on the blower box. An unknown dust contaminant was observed on the blower and blower box. The p4 dc jack power connector was observed to have an unknown type of corrosion to it, likely due to liquid ingress. Inv1023 addresses the issue of liquid ingress to the p4. The device's downloaded event log was reviewed by the manufacturer and found 18 errors. The manufacturer concludes tis unable to directly address the symptoms outlined in the complaint. Manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device. Manufacturer observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.